Manufacturer narrative:
Continuation of d10: product ID 8784 serial# (B)(6) implanted: (B)(6) 2021 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient continued to experience increased headaches. "Esgic mg-325 mg-40 1-2 tablets tid" was administered.

Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2021, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that a two step wean was started.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the pump was refilled with saline.

Manufacturer narrative:
Continuation of d10: product ID 8784, serial# (B)(6), implanted: (B)(6) 2021, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving bupivacaine (19.6 mg at 10.14083 mg/day), fentanyl (2000 mcg at 932.79352 mcg/day), and unknown morphine drug (14.5 mg at 7.50215 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had increased right occipital pain. Additional information received from the healthcare provider via a clinical study indicated that the patient experienced right head and face pain.additional information received from the healthcare provider via a clinical study indicated that the patient's headaches may be due to their prescribed esgic. The patient rejected any changes being made to the medications.additional information received from the healthcare provider via a clinical study indicated that the patient the patient had increased face pain but averaged using only 6.7 of 8 available boluses per day, a bolus dose was moved to their sc dosing. Additional information received from the healthcare provider via a clinical study indicated that the current dosing was providing good relief.additional information received from the healthcare provider via a clinical study indicated that a catheter access port (cap) contrast study failed and they were unable to aspirate, tip visualized at c1. Discussed the need to wean dose in order to proceed with revision

Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6), implanted: (B)(6) 2021. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 19-jan-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.